Manufacturer narrative:
Evaluation results: inherent risk of procedure - (death). (No results available since no evaluation performed) - device or procedural images not provided for review. Conclusions: inherent risk of procedure - (death). (B)(4).

Event description:
Information was received from competitor, pci involving 2 endeavor drug-eluting stents were implanted in the lad date of pci is unknown. Patient then underwent pci due to ami were a non-medtronic stent was implanted. Patient presented at hospital with cpa and expired. Physician commented that patient was suffering from circulation failure and it is unlikely that the death was due to the cardiac event but this cannot be confirmed.